Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated the hard drive cable connectors. The system operates as intended.